Event description:
Uvc was placed on (B)(6) 2010, and sutured snugly in place. On (B)(6) 2010, when nnp tried to pull back on the uvc to adjust placement, she noticed a small drop of IV fluid on catheter on the 11 cm mark: rn was able to feel a minutely small ridge at the base of the #11 mark and noticed a very small air bubble in the line there. IV pump suspended and new double lumen placed asap. This second catheter had a problem as well. The bedside nurse noted leaking IV fluid from one lumen of the dl catheter, near the junction of the catheter and hub. Physician notified. Uvc pulled, PICC line inserted.